Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not received, at this time.

Event description:
Per tm: the machine is not getting charged. On (B)(6) 2019 - additional information: if the system is not plugged in during the procedures, it shuts down without warning and while showing a charge percentage on the screen.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of scanner will not hold a charge was confirmed. The scanner was charged to 100% and when the ac adaptor was removed the scanner ran on battery power for approximately 5 minutes. The root cause is an internal failure in the lithium-ion battery. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: the machine is not getting charged. (B)(6)2019 - additional information: if the system is not plugged in during the procedures, it shuts down without warning and while showing a charge percentage on the screen.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of scanner will not hold a charge was confirmed. The scanner was charged to 100% and when the ac adaptor was removed the scanner ran on battery power for approximately 5 minutes. The root cause is an internal failure in the lithium-ion battery. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: the machine is not getting charged. On 1/24/19 - additional information: if the system is not plugged in during the procedures, it shuts down without warning and while showing a charge percentage on the screen.